Event description:
Caregiver states the consumer is using a pride quantum chair with a j2 deep contour cushion and the gel in the cushion is moved to one side which is causing sores on the end users bottom. Caregiver states she is there tending to the sores now. Caregiver found the number to pride on the back of the chair and then advised she will contact them now to inquire how to fix this. No additional information provided. Invacare prid#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).